Event description:
It was reported that during a breast biopsy procedure, the clip stand was broken. The tip of the applier broke in the breast of the patient. No further detail was provided by the customer. The segment wasn't removed from the breast. There are currently no clinical signs. The physician considered a monitoring of the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
Tracking # (B)(4). Date sent:04/01/2010. Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: no additional information about the device return is available.